Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent an unknown breast augmentation with a mentor smooth round moderate profile 150cc saline prosthesis experienced right sided deflation post procedure. The deflation caused by a sharp object during biopsy. A physical examination was performed by a physician and deflation was diagnosed. As a result, an explant was performed on (B)(6) 2020.